Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 600 mg/dl at the time of incident. Customer other relevant blood glucose level was customer experienced symptoms such as nausea, abdominal pain as result of high blood glucose. Customer did not ok to trouble shoot. Customer already took to shot to treat high blood glucose. Customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions and advised to call back for assistance if high blood glucose persist. The insulin pump will not be returned for analysis.